Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify upload/download anomaly due to buttons not responding.

Event description:
The customer reported via phone call because they uploaded but they have no information before the past week. Customer's blood glucose level was unknown. Customer had missing data in the upload but it was in the insulin pump and ran self test on the insulin pump. Troubleshooting was performed. The insulin pump will not be returned for analysis.